Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer. The reported symptom could not be reproduced. The device passed all performance assurance testing and was placed back into use. Philips was unable to verify the reported malfunction.

Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator failed to acquire 12-lead ECG with the right limb lead intermittently blinking in and out. There wa sno negative patient impact.